Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a failed non-medtronic surgical valve, there was aortic insufficiency and hypotension throughout the procedure. The patient subsequently expired days following the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).